Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a revision breast augmentation with two 550cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including feeling sick (unspecified), left arm numb, whole body swelling, chest pain, pelvic pain, 30lbs weight gain, lupus, difficulty breathing, throbbing, hair breaking. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced bilateral rupture. The patient visited ER due to bilateral breast pain on (B)(6) 2021, and the ER doctor stated that her implants were ruptured. On (B)(6) 2021, the patient went to the same ER due to bilateral breast pain and pelvic pain. A CT scan was performed at the ER visit, and the result indicated bilateral rupture. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2008 based on available information. This report is for the left-sided prosthesis.